Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. It is reported that the revision took place as a result of a non-zimmer biomet bone graft not growing. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a revision to remove a custom mandible plate took place as a result of a bone graft not growing. The bone graft is not a product of zimmer biomet.

Manufacturer narrative:
Although the product was not returned, a product evaluation was conducted. Based on the evaluation, fields were updated. The product identity was not confirmed as a result of the part not being returned. As a result of the revision involving the parts being confirmed, the complaint is considered confirmed. However, there was no alleged malfunction of the device. The revision was due to a failed bone graft. The most likely underlying cause of the complaint is determined to be patient condition. This is a custom part and only one of these parts were made and distributed. The non-conformance database was reviewed and no non-conformance was found for this product. There are no indications of manufacturing defects.